Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, there was a slight trace on the optic of the lens. The surgeon left the lens implanted. The patient is experiencing some discomfort but the vision is doing well. Additional information has been requested.

Manufacturer narrative:
The date received by manufacturer date in the original MDR report of 13-feb-2019 was not correct. The correct date should be 12-feb-2019. The manufacturer internal reference number is: (B)(4).